Event description:
Boston scientific received information that this device was explanted due to an inappropriate shock due to noise on the right ventricular (rv) lead. The physician thought it might have to do with a setscrew or header issue. There was noise present on both the rv and right atrial (ra) lead. Boston scientific technical services (ts) advised a chest x-ray to determine if the lead was fractured. Ultimately the physician elected to explant the device and surgically abandoned the rv lead. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that this device did not any header or setscrew issue. The physician decided to electively replace the device along with the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device and lead were explanted and successfully replaced.